Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before firing the first load during a robotic laparoscopic partial gastrectomy, the jaws did not take the tissue, therefore the surgeon could not press the green button to make the shot, and the tissue was released. Another device was used to complete the case. There was no patient injury.